Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator failure analysis is in progress. A follow-up MDR will be submitted if additional information is obtained. This is considered a reportable event due to the following conclusion: it was alleged that the suction irrigator broke and a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, it was difficult to remove the suction irrigator. The customer was able to remove the irrigator after several attempts. The procedure was completed. There was also an indication by the customer that there was a fragment fall into the patient that was retrieved during the same procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details had been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The suction irrigator instrument was analyzed and found a dislodged snake wrist at the distal end that resulted to a dislodgement of the distal tip. The probable cause is attributed to mishandling and misuse. As part of investigation, instrument was further inspected and additional observations were found. The snake wrist cable was broken due to component failure. This observation is related to the primary issue. Also, the main tube and hypotubes were found dislodged as a result of the distal tip dislodgement.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected prior to use and there was no noted damage. Surgical ports were already placed on the patient when the incident occurred. The instrument was used the entire case. The breakage occurred at the end of the case. There was no issue with the functionality of the instrument. The instrument did not collide with any other instruments. The fragment fell into the patient while the surgeon was doing irrigation. The instrument was only removed after the breakage occurred. The surgeon removed the piece with the damaged suction irrigator, which was removed into the cannula while maintaining suction on the piece, and removed the instrument with the cannula to ensure the piece was removed from the patient. There was no damage to the surgical port and they did not expand the surgical port to remove the instrument and cannula. All fragments were retrieved during the same procedure. No post operative testing was performed. The procedure was completed robotically with no harm or injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h10/h11 for follow-up information.